Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced recurrent hypoglycemia while using the system and expressed confusion about software updates and meal announcement practices; glucose data showed lows to 50 mg/dl and highs to 312 mg/dl, with hyperglycemia lasting about two hours, and the user reported aggressive treatment of lows and mixed guidance about not announcing meals. Symptoms included thirst during hyperglycemia and no reported symptoms during hypoglycemia. Outcomes included self-treatment of lows with oral glucose and no need for outside assistance or medical intervention. Investigation included review of device-reported glucose trends and user reports, along with troubleshooting and education on proper meal announcement and consideration of a feature review. Investigation of this case revealed no device malfunction, with contributing factors likely related to user management practices, including inconsistent meal announcements and overtreatment of hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely user-related behaviors rather than a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.